Event description:
The patient came to the hospital device clinic after they reported beeping from the device several weeks ago. There was no syncope or shocks. The interrogation revealed noise on the pace/sense lead consistent with a conductor coil "make-break" fracture (causing intermittent contact at the fracture site). Interrogation showed the alert to be an acute rise in the impedance on the right ventricular (rv) sprint fidelis lead. It went from 600 ohms to 1568 ohms this morning. There were 304 nonsustained episodes that were due to oversensing of the rv lead. There were 228 short v-v (ventricular) intervals. The patient was seen by the physician and was admitted to the hospital. The ICD detection and therapies were turned off and the patient was fitted with a life vest. The time was needed to coordinate the physician's schedule with the cardiac surgeon, who explanted the lead. The procedure was done in the or. The ICD was explanted because it was 44 months old and no longer charging completely. A new ICD was implanted and the affected lead was replaced with a new lead. The patient's outcome was satisfactory. Manufacturer response (as per reporter) for lead, sprint fidelis

Event description:
The patient came to the hospital device clinic after they reported beeping from the device several weeks ago. There was no syncope or shocks. The interrogation revealed noise on the pace/sense lead consistent with a conductor coil "make-break" fracture (causing intermittent contact at the fracture site). Interrogation showed the alert to be an acute rise in the impedance on the right ventricular (rv) sprint fidelis lead. It went from 600 ohms to 1568 ohms this morning. There were 304 nonsustained episodes that were due to oversensing of the rv lead. There were 228 short v-v (ventricular) intervals. The patient was seen by the physician and was admitted to the hospital. The ICD detection and therapies were turned off and the patient was fitted with a life vest. The time was needed to coordinate the physician's schedule with the cardiac surgeon, who explanted the lead. The procedure was done in the or. The ICD was explanted because it was 44 months old and no longer charging completely. A new ICD was implanted and the affected lead was replaced with a new lead. The patient's outcome was satisfactory. Manufacturer response (as per reporter) for lead, sprint fidelis